Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump starts up properly after inserting the battery. No motor error alarm noted and the motor passed motor test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error after changing the battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was unable to restart the pump despite inserting a brand new battery; the motor error recurred upon start-up. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.